Manufacturer narrative:
(B)(4). The device (B)(4) is not intended for sale in the us. Similar device sold in us.

Event description:
The customer reports the cone of the syringe included in the set and the cone of the advancer do not exactly fit the attachment of the seldinger needle. During aspiration, air was sucked in.

Event description:
The customer reports the cone of the syringe included in the set and the cone of the advancer do not exactly fit the attachment of the seldinger needle. During aspiration, air was sucked in.

Manufacturer narrative:
(B)(4). The customer returned a 10ml injection syringe, a 5ml injection syringe , an introducer needle and two guide wire assemblies for evaluation. Visual examination of the components did not reveal any defects or anomalies. The hub of the needle fits snug on the nose of the 5ml syringe. No cracks were observed in the introducer needle hub. The hub of the introducer needle was connected to the 5ml syringe and water was aspirated into the syringe. The assembly functioned as expected during aspiration. The needle was submerged in water, and aspiration was replicated. The plunger was then depressed and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. The connection between the 5ml syringe and the needle was compared with another 5ml syringe and needle from lab inventory. The returned syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory syringe. No functional differences were detected. A device history record review was performed on the introducer needle and both the 10ml and 5ml syringes and no relevant issues were identified. The customer report of an insecure injection syringe/needle connection could not be confirmed by complaint investigation. No anomalies were identified during functional testing of the returned components. The returned syringe and returned introducer needle were able to aspirate and purge water with no leaks being detected. The connection between the needle and the syringe was also compared to another syringe and needle from lab inventory and no functional differences were detected. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.